Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Other UDI: (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open clavicle fracture procedure on (B)(6) 2016, while the surgeon was implanting the 3.5mm cortex screw into the 3.5mm clavicle plate the small hexagonal screwdriver instrument handle broke apart in the surgeon hands. All fragments were retrieved and another screwdriver was available in the operating room to complete the surgery. No time delay was reported, surgery was completed successfully and patient is reported in stable condition. This report is for 1 device. Concomitant device reported: the 3.5mm cortex screw self-tapping 16mm (item # 204.816, lot # unknown, quantity 1each). The 3.5mm locking compression plate clavicle plate (item # 02.112.010, lot # unknown, quantity 1each). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturer investigation summary results are as follows. The returned instrument was examined and the complaint condition was able to be confirmed as the phenolic handle was found to be broken and missing a segment. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 19+ years old, as such instrument age likely contributed to the complaint condition. The returned holding sleeve (314.06 lot 2019742) is a subcomponent of 314.02. As there is no specific allegation against the holding sleeve subcomponent, no further investigation will be completed on the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The small hexagonal screwdriver with holding sleeve is a common trauma instrument, noted in 34 system technique guides including: small fragment, 2.7mm/3.5mm va lcp elbow and standard tibial plateau leveling osteotomy. In each system the driver is utilized to insert screws with 2.5mm hexagonal recesses. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The returned instrument was examined and the complaint condition was able to be confirmed as the phenolic handle was found to be broken and missing a segment. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 19+ years old, as such instrument age likely contributed to the complaint condition. Relevant drawings for the returned instrument were reviewed: top-level (314_02 revisions a/e) and shaft (314_02_1 revisions a/d). No lot was etched on the instrument handle, as such the device was manufactured prior to revision a of the top-level drawing (prior to (B)(6) 1997). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No device history review was able to be completed as the device is not etched with a lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.